Event description:
Additional information was reported indicating that an rv lead revision occurred. The lead was reportedly pulled back in the rv. Additionally, the helix did not appear to be extended. The same lead was used and was repositioned. After repositioning, good numbers were observed. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that anti-tachycardia pacing (atp) was inappropriately delivered for oversensing. Review of the episode revealed that the right ventricular (rv) lead appeared to be oversensing the p-wave, and then the r-wave. It was noted that the patient fell in (B)(6) and it could be possible that the lead was pulled up toward the atrium. An x-ray was taken and it was found that the lead was pulled back about 4 centimeters. A revision was scheduled; however the patient cancelled it and has not rescheduled. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.